Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. A full re-sheath of the valve was performed during procedure, due to the valve being deployed too high. The final non-coronary cusp implant depth is 2.5 mm. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device, due to moderate perivalvular leak. Post-procedure it was noted via electrocardiogram, that the patient developed a right bundle branch block. No intervention was performed. On (B)(6)2024, an electrocardiogram showed that the patient developed a first-degree heart block. No intervention was performed. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a complete heart block. On (B)(6) 2024, the decision was made to place a temporary pacemaker. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Event description:
Clinical information:(B)(6) - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on the patient as administered heparin for procedure and had an activated clotting time (act) level of 330 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. On (B)(6) 2024, the patient developed a new serous pericardial effusion with a ventral seam width of up to 1.8cm. The pericardial effusion was confirmed via computed tomography scan. The patient was taking an antiplatelet therapy at the time the pericardial effusion was dedicated. There was no intervention performed. It is unclear what caused the pericardial effusion but is possibly related to pacemaker implant. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and recovered at the time of report.

Manufacturer narrative:
An event of perivalvular leak, heart block, pericardial effusion and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that there was non-uniform expansion and calcification, but it did not affect the expansion. It was also noted that the grade of leak post-intervention by echocardiogram, was mild. The length of the membranous septum was no measured and there was calcification extending beneath the aortic annular plane in the interventricular septum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of the patient's complete heart block is attributed to a vulnerable conduction system, pre-dilatation using a small balloon, and the final implant depth. The cause of reported perivalvular leak was unknown. The cause reported pericardial effusion was due to procedural complications (pacemaker implant). However, this cannot be conclusively determined. There was no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of perivalvular leak, heart block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that there was non-uniform expansion and calcification, but it did not affect the expansion. It was also noted that the grade of leak post-intervention by echocardiogram, was mild. The length of the membranous septum was no measured and there was calcification extending beneath the aortic annular plane in the interventricular septum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of the patient's complete heart block is attributed to a vulnerable conduction system, pre-dilatation using a small balloon, and the final implant depth. However, cause of reported perivalvular leak was unknown. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that moderate perivalvular leak (pvl) of the 29mm navitor valve, was actually mild pvl with no clinical consequence. While in cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule and positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The implanter did check for non-uniform expansion and there was calcification, but it did not affect the expansion. It was noted that the grade of leak post-intervention by echocardiogram, was mild. The length of the membranous septum was no measured and there was calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient's complete heart block is attributed to a vulnerable conduction system, pre-dilatation using a small balloon, and the final implant depth. On (B)(6) 2024, it was noted that the patient was hospitalized due to syncope. The genesis is unclear as there is no neurological cause or sign of stroke detected. There was no intervention performed. No additional information was provided.